Event description:
The nurse reported to us that an implant failure long gamma nail right hand side with concurrent pin breakage occurred.

Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.